Event description:
Consumer called to report receiving inaccurate readings when compared to her other meter. Analysis run on clark error grid using competitive readings (289, 269) as ref. Point vs. Bd reading (141, 218) yielded data points in the d range of the grid, outside acceptable limits.